Event description:
The customer reported that the 9900 system would not save images. No pt injury was reported.

Manufacturer narrative:
A MFR's service rep performed an on site investigation. The hard drive was replaced. The system software was re-loaded. The system was tested and is operating as intended.